Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for two days due to high blood glucose value of around 482 mg/dl. Customer's other blood glucose value: 123 mg/dl, 120 mg/dl, 192 mg/dl. Customer stated that they were treated with intravenous drip for high blood glucose values. The insulin pump also had time clock anomaly. The date kept changing all the time and the customer's husband declined to give exact dates of any change. Troubleshooting was performed for high blood glucose values. The device is not expected to be returned for analysis.